Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels. The customer's levels had been in the 600mg/dl range. The customer was treated with IV drip and monitored. The customer had received no delivery alarms. The customer's blood glucose level at the time of incident was unknown. The customer was advised of possible site and or set occlusion. The customer was advised to conduct full set change. The customer was advised to monitor the device.